Event description:
It was reported that the device needed service. During the device evaluation ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set, and that its inspiratory pressure and exhaled tidal volume (vte) levels were low. Additionally, ventec observed that the device displayed a patient circuit disconnect alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and having low exhaled tidal volume (vte) levels, low inspiratory pressure and displaying a patient circuit disconnect alarm were all confirmed. Ventec replaced the control board and internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the control board and ift.